Event description:
It was reported that while in the middle of the procedure, the laser displayed errors indicative of a system malfunction. The laser system was no longer able to be utilized; therefore, the case was converted to a holape to complete the case. It was reported "no pt complications."